Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effects of mitral regurgitation (mr) and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Mitral valve insufficiency/mr and unspecified tissue injury appear to be due to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation, single leaflet device attachment (slda) and possible leaflet tear, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2022, echocardiogram was performed and increased mr of grade 4+ was noted. A second mitraclip procedure was performed on (B)(6) 2022 to treat the recurrent mr. At that time, a single leaflet device attachment (slda) was noted, with possible leaflet tear. One additional clip was implanted without issue and the mr was reduced from grade 4+ to grade 2+. No additional information was provided.